Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h3; h4; h6. No product was returned; visual evaluation of the provided photo found the packaging was previously opened. A hair-like fiber was identified on the device. As the packaging was previously opened, the source of the debris cannot be confirmed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided for review. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the implant was removed from the packaging, there was a hair on it. There was no known impact or consequences to the patient. Attempts have been made, and no further information has been provided.